Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device available for evaluation - correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. According to the patient, on (B)(6)2025; the patient¿s cgm was reading around 80 mg/dl, no bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. The patient began feeling sweaty, shaky, and forgetful due to being confused. Although the patient did not have a full set of bg/cgm comparison values, the patient alleged a cgm inaccuracy. He treated with gatorade and grapes. Despite treatment, the patient was still symptomatic and then eventually was unable to walk. The patient's co-worker got the patient a wheelchair and called a transport team to take the patient to the emergency room (ER). At the emergency room, the patient¿s bg meter reading was 320 mg/dl. No cgm comparison value was reported. The patient was provided with breakfast to eat but was not provided with any medication or treatment. The patient was discharged after approximately three hours with a bg meter reading of 300 mg/dl. There was no documentation of further medical evaluation or intervention. The patient was ¿fine and stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.